Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling", "hardenings", and "nodes" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: contra-indications ¿ juvéderm® volift¿ with lidocaine must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.). Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
The healthcare professional reported the patient was injected with juvéderm® volift¿ with lidocaine in the area of the cheek and chin, using the needle(s) provided in the box. The patient presented with "hardened nodules, which slightly tension but are not visible or reddened from the outside" and "swelling" in the injection sites. "Swelling visible" and "depth palpable", and "subtle swelling, hard nodes in depth". The patient suffered an outbreak of herpes liabialis 2 weeks prior to symptom onset. The patient was treated with "broad-band antibiotic and prednisolone for 5 days each, but without success". "Cerufoxime ["500mg twice/day"] without recovery for 5 days". "Cortisone once 50mg". Symptoms ongoing.